Manufacturer narrative:
Sample is expected to be returned for analysis.

Event description:
Customer states: during pre-test prior to use on a pt a doctor found the cuff would not be deflated. Customer confirmed no pt involvement.